Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1thex, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell and hit the lead site directly on the corner of a chest. The patient stated that their back was extremely purple and that it hurts pretty bad. The patient stated that since they hit their back, they increased the device on the program they were on (1) and they were still unable to feel stimulation. The patient thinks that they knocked the leads out off their spine or at least loose. Patient services had the patient change to program 2 and 3 and the patient did not feel stimulation. Patient services reviewed that they could turn the device of until they could see their healthcare provider to address the fall. No further complications were reported at this time.